Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were high impedances greater than 3600 ohms. Against the 0 electrode, impedances were checked 3 times. On the first check, electrodes 7, 9, 10, 13, 14, and 15 were greater than 3600 ohms. On the second check, electrodes 9, 10, 13, and 15 were greater than 3600 ohms. On the third check, electrodes 9, 10, 13, 14, and 15 were greater than 3600 ohms. When referencing against the high impedance electrodes, all electrodes were greater than 3600 ohms. After adequate coverage and relief were obtained without using the affected electrodes and group impedances were checked, program a1 with amplitude of 5.0 milliamps, pulse width of 60 milliseconds, and rate of 130 hertz resulted in 315 ohms and 15.143 milliamps. Program a2 with amplitude of 7.40 milliamps, pulse width of 180 milliseconds, rate of 130 hertz resulted in 249 ohms and 27.299 milliamps. The manufacturer representative (rep) had been contacted by the patient as it had been a very long time since he was last reprogrammed. The patient's non-diabetic neuropathy in his bilateral lower legs/feet had been worse for quite some time and he thought it would be good to get this fixed. The patient was then reprogrammed and the impedance testing occurred. Sometime in the 6 months before this report, the patient had noticed that the relief was not as good in his painful neuropathic feet as it had been in the past. The patient had a "run-in" with an upset bull and a fence and was thrown to the ground hard. He also had had a knee replacement. The change was first noticed following the fight he lost with his bull and fence, but the pain seemed worse following the knee replacement. The pain continued to worsen over time. It was very difficult to reprogram, but through the patience and perseverance of the rep and patient, full coverage of his right painful foot was achieved almost full coverage was achieved for the left painful foot. The feeling was "1000 times better." The impedances were discussed and it was noted some contacts were getting intermittent contact, but programming around those issues was done. The patient left very happy with coverage/relief and decided he would wait to pursue corrective action as long as he had coverage or the battery got closer to end of service (eos). The patient was encouraged to call when problems first arise so they could be addressed promptly. The patient had experienced a burning sensation, pain, and a "standing on a board of needles" sensation at his bilateral feet. It was noted that the neuropathic pain in the bilateral lower extremities were secondary to spinal problems, both noted to be medical history. No other information was known. No follow-up was required as all needed information was provided and the patient symptoms were resolved.